Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient had a total elbow arthroplasty. Ulna poly appeared loose and surgeon elected to do a bearing exchange. When he was in surgery it became evident that the humeral component was loose. He removed the humeral stem and implanted a new component. He also did a bearing exchange on the ulna component.

Manufacturer narrative:
1644408-2022-01606 was reassessed and determined to be non-reportable.